Event description:
A report was received that a patient developed a series of weals at the cannula insertion sites several weeks after the procedure. It is unknown if any medical intervention was performed. The physician believes the metal cannula tip or the sheath could be the cause. The physician also noted that the sheath is most likely the cause since it is in contact with the skin for much longer.

Manufacturer narrative:
The device was not returned or available to the manufacturer.

Event description:
A report was received that a patient developed a series of weals at the cannula insertion sites several weeks after the procedure. It is unknown if any medical intervention was performed. The physician believes the metal cannula tip or the sheath could be the cause. The physician also noted that the sheath is most likely the cause since it is in contact with the skin for much longer.